Event description:
It was reported to medtronic minimed that the customer reported the pump slipped from the belt and dropped to floor and the display cracked while in the silicon case. The customer reported no adverse event. The event involved product(s) mmt-1811. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1811 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank display due to cracked and bleeding on lcd glass. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found cracked lcd glass and bleeding on lcd glass. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd glass, bleeding on lcd glass, cracked keypad overlay, scratched case and minor scratched lcd window. Blank display due to cracked and bleeding on lcd glass. Cosmetic damage was confirmed at the display. For additional information regarding the tests performed refer to (B)(4)-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.